Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation, brown particles, voids in the gel and wear abrasion. Base on the device analysis the final assessment is: no issues found related with the manufacturing process and wrinkles (creases) are observed but have no relationship with manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product, and "any creases." Patient representative reported "breast were mis-shapen and hard," "the patient requested implant removal to reduce risk of bia-alcl," ¿obvious bulging and palpable folds in the patient¿s right outer breast the week after surgery,¿ patient was "in a state of distress and fear," "patient is suffering from the emotional distress of palpable lumps in her breast, knowing that she is potentially growing an implant associated tumor mistaken for implant folds and capsular contracture" baker grade iii. The device has been explanted and replaced.